Manufacturer narrative:
The field service engineer did not determine a cause. He checked the pump pressures and dispense levels and performed precision testing and qc that passed.the provided calibration and qc were acceptable.the analyer alarm trace showed abnormal probe sucking and sample short errors, which are indicators of possible poor sample quality. Correct pre-analytic sample handling is within the customer's responsibility. The investigation was unable to determine a specific root cause. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The cobas 6000 c 501 serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable bilirubin direct gen.2 results from the cobas 6000 c 501 analyzer. The initial result was 0.5 mg/dl. The repeat result was 0.15 mg/dl and was believed to be correct.